Event description:
Facility reported "failure to perform. Cuff herniated and remains inflated after deflation attempted." Facility also stated the tube was a 7.0mm cuffed oral"rae," returned sample was a 7.0mm lo-contour.